Event description:
The customer reported via phone call that the insulin pump alarmed button error, and the insulin pump became locked. The customer stated that she was sleeping at the time of the alarm. The customer's blood glucose was 131 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.